Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 277 mg/dl. The customer did auto test twice but vibration was missing. The customer rewound the pump and manual prime is ok. The customer agreed to sent oow letter by mail and post.